Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was incorrectly displayed. Additionally, it was reported that a power source alert occurred while attempting to charge the pump. Customer successfully charged the pump and continued to use the pump for diabetes management. Customer's blood glucose level ranged between 144-145 mg/dl.